Manufacturer narrative:
Patient ID, weight, and date of event would not be released by the (B)(6) of quality health care. According to the initial reporting site, the event occurred at (B)(6). No further contact information for (B)(6) was provided. A contact name from the initial reporting site was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The hospital reported the following event to the (B)(6) of quality health care. The patient reportedly moved, disconnecting the breathing circuit from the inspiratory port of the anesthesia machine. The clinician inadvertently reconnected the breathing circuit to the acgo port. Approximately 4 minutes later, the patient was noted to be hypoxic. Another physician noted the misconnection and subsequently reconnected the breathing circuit correctly. The case was continued. The patient reportedly recovered.